Event description:
On (B)(6) 2016: additional information was received from a consumer (con). It was reported that the patient reordered a programmer. It was also noted that the pain and the lost programmer were resolved.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated she went to hospital and they put a new valve in her and was confirmed this was not related to manufacturer device/therapy but she also has a pacemaker. Patient stated she has not been able to go home and her son cannot find patient programmer (pp) because they are cleaning out her house to sell it. Patient stated she needs pp because she has had a lot of pain. The patient stated she has fibromyalgia and has had pain ever since 1989. Patient stated she has had pain continuously. Patient also stated she fell at dialysis in (B)(6) 2014 and started having pain right after the fall. Patient service thought she overheard patient stating that (B)(6) makes two years that she had to have device changed. The health care provider (hcp) stated the patient has dialysis 3-4 times a week and wanted hcp to receive and deliver the new device to the patent. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.